Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6.7 cm diameter fusiform abdominal aortic aneurysm approximately four months ago. The infra-renal angle was 42 degrees. Proximal aorta was 22 mm in diameter and 21 mm in length. Distal aorta was 41 mm in diameter. Right iliac artery was 11 mm in diameter and the left iliac artery was 14 mm in diameter. The right femoral artery was 9 mm in diameter and left femoral artery was 10 mm in diameter. The right iliac artery was mildly tortuous with 20% stenosis and the left iliac artery was mildly tortuous with 30% stenosis. The circumferential aorta had 20% mural thrombus/calcification. The bifurcated stent graft was implanted on the right side and the contralateral limb on the left side. The proximal end of the graft was place such that the suprarenal stents were crossing both renal arteries. The distal end of the right and left limbs/extensions were placed proximally to the internal iliac arteries. At the end of the evar procedure, the patient had significant EKG changes and was taken from the operating room to the cath lab. A cardiac cath was performed and supports spasm in the rca or resolved intracoronary thrombus. The patient was diagnosed with a myocardial infarction, which required prolonged hospital stay. The patient recovered three days later. The investigator assessed this event as not related to the study device or procedure. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (myocardial infarction), patient's condition affected effectiveness of device (pre-existing condition; coronary artery disease, recent mi). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (pre-existing condition; coronary artery disease, recent mi).